Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system for the past year and a half. In turn, the ipg would no longer communicate any external devices and was deemed inoperable. Follow-up identified surgical intervention was undertaken wherein the device was explanted and replaced with a new model. Effective therapy was restored postoperatively and the issue resolved.